Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The medical records and MDR report were transferred to bioengineering for review. A report was received stating: based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect other than the duofix femur. It is unlikely that there was a manufacturing fault. A field safety corrective action for duofix femurs was issued on 22 july 2009 after investigation in (B)(4). However, this complaint is considered out of series with an undetermined failure mode. Post market surveillance is per sep-419. The complaint shall be closed with an undetermined conclusion and entered into the complaints database and monitored through trend analysis.

Event description:
Femur revised due to ongoing pain.